Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb cable was damaged and unable to charge the pump. There was no reported adverse impact to customer's blood glucose level. Reportedly, the pump was able to successfully charge with an alternate cable.